Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the touch screen display had a red vertical line covering a portion of the screen. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined to provide additional information regarding the issues to tandem technical support.